Manufacturer narrative:
On 14feb2023 (B)(6): become aware date 12/26/2022.

Manufacturer narrative:
This report is based on information provided by philips customer support personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the philips fr3 defibrillator indicating that the device issued an "analysis interrupted" message while in use on a patient. The patient did not survive after transfer to a medical facility. Available details indicate that the device issued an "analysis interrupted" message while in use on a patient. The evaluation based on the available details determined that a clinical investigation was required. The assigned product support engineer received the device¿s patient event file, which was sent to the ecr senior medical solutions specialist for review. The clinical investigation observed the presence of artifact, consistent with chest compressions, movement of the patient or the patient being touched, which preempted the initial shock or no shock decision. During the subsequent analysis periods the clinical investigation determined that the patient was not in a shockable rhythm and the device correctly did not advise a shock following each analysis period. The investigation concluded that the device performed according to its design and specifications without malfunction during the use event. Based on the information available, no further action is necessary at this time. The customer was provided with a letter summarizing the investigation findings. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is based on information provided by philips customer support personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the philips fr3 defibrillator indicating that the device issued an "analysis interrupted" message while in use on a patient. The patient did not survive after transfer to a medical facility. Available details indicate that the device issued an "analysis interrupted" message while in use on a patient. The evaluation based on the available details determined that a clinical investigation was required. The assigned product support engineer received the device¿s patient event file, which was sent to the ecr senior medical solutions specialist for review. The clinical investigation observed the presence of artifact, consistent with chest compressions, movement of the patient or the patient being touched, which preempted the initial shock or no shock decision. During the subsequent analysis periods the clinical investigation determined that the patient was not in a shockable rhythm and the device correctly did not advise a shock following each analysis period. The investigation concluded that the device performed according to its design and specifications without malfunction during the use event. Based on the information available, no further action is necessary at this time. The customer was provided with a letter summarizing the investigation findings. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported the device gave error message analysis interrupted, stay clear of patient.